Event description:
It was reported that patient was revised on (B)(6) 2014 due to unknown reason.

Manufacturer narrative:
A material analysis was performed on the stem and concluded that the femoral stem fractured in fatigue the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on (B)(6) 2014 due to unknown reason.

Manufacturer narrative:
The other devices listed in this report: cat. No.: 2481-3-080, mrs fem w/male-fe taper 80 bd, lot code: bsirc; cat. No: unk, unknown tibial rotating component, lot code: unk ; cat. No: unk, unknown axle, lot code: unk; cat. No: unk, unknown cemented stem, lot code: unk; cat. No: unk, unknown bumper, lot code: unk; cat. No: unk, unknown femoral bushings, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.